Manufacturer narrative:
The initial MDR 2432235-2017-00371 was filed on jun 19, 2017. Corrected information (06/19/2017): the rerun result was provided.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra (tniu) result. The customer provided quality controls (qc) data, which indicated results were in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse inspected the wash station, acid and base dispensing, sample and reagent probe alignments, and luminometer dark counts. The cse reviewed the event log and noticed there have been multiple signal errors for troponin samples that month. The cse replaced the luminometer for having multiple signal errors for troponin testing. The cse reloaded firmware. The cse ran all assays, that calibrated and passed. The cse ran quality controls, all results within expected range. The cause of the discordant tniu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high troponin ultra (tniu) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). A new sample obtained from the patient 4 hours later was tested on the same advia centaur cp instrument, and it recovered lower. The customer then reran the original sample, result was not provided. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tniu result.